Manufacturer narrative:
Device is used for treatment, not diagnosis. This report is for one radial head, catalog and lot numbers unknown. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Expiration date reported as june, 2017. A device history review was conducted. The report indicates nemcomed (now known as avalign technologies-nemcomed) manufactured the 24mm cocr radial head 4mm extension, part #09.402.424 and lot #6905331 for 35 parts delivered on july 16, 2012 and processed on work order #2942020. Initially, the part conformed to the supplier¿s certificate of conformance, dated july 13, 2012, and was inspected and conformed to the synthes final inspection sheet ns051180, revision ¿a¿. The parts were released to the warehouse on august 15, 2012 with expiration date june 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date postoperative x-rays revealed radial head prosthesis loosening. No other information available. This is report 1 of 2 for complaint (B)(4). This report is for an unknown radial head.